Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported in the first international journal of andrology that a study was conducted to assess the efficacy and morbidity of the holmium laser enucleation of the prostate and bipolar transurethral enucleation of the prostate procedures. This study was conducted using a lumenis versacut morcellator. The data of 60 and 49 patients who underwent a holep and bipolar holep procedure respectively, between august 2017 and december 2019 were retrospectively reviewed; the group was split between patients who underwent 140-w holep and those underwent bipolep. Postoperatively, 5 patients experienced mild to moderate dysuria and for 3 patients the re-catheterization was needed, 2 more patients experimented clot retention. Twenty-two patient suffered temporary stress urinary incontinence; 3 patients required a re-operation and 4 patients experienced urethral stricture.

Event description:
It was reported in the first international journal of andrology that a study was conducted to assess the efficacy and morbidity of the holmium laser enucleation of the prostate and bipolar transurethral enucleation of the prostate procedures. This study was conducted using a lumenis versacut morcellator. The data of 60 and 49 patients who underwent a holep and bipolar holep procedure respectively, between august 2017 and december 2019 were retrospectively reviewed; the group was split between patients who underwent 140-w holep and those underwent bipolep. Postoperatively, 5 patients experienced mild to moderate dysuria and for 3 patients the re-catheterization was needed, 2 more patients experimented clot retention. Twenty-two patient suffered temporary stress urinary incontinence; 3 patients required a re-operation and 4 patients experienced urethral stricture.

Event description:
It was reported in the first international journal of andrology that a study was conducted to assess the efficacy and morbidity of the holmium laser enucleation of the prostate and bipolar transurethral enucleation of the prostate procedures. This study was conducted using a lumenis versacut morcellator. The data of 60 and 49 patients who underwent a holep and bipolar holep procedure respectively, between august 2017 and december 2019 were retrospectively reviewed; the group was split between patients who underwent 140-w holep and those underwent bipolep. Postoperatively, 5 patients experienced mild to moderate dysuria and for 3 patients the re-catheterization was needed, 2 more patients experimented clot retention. Twenty-two patient suffered temporary stress urinary incontinence and it was a needed a blood transfusion for 3 patients; 3 patients required a re-operation and 4 patients experienced urethral stricture.